Manufacturer narrative:
This MDR follow-up #1 references accriva diagnostics' complaint number (B)(4) for hemochron signature elite serial number (B)(4). This provides results of the complaint evaluation summaryt dated 01/05/2018. Method code: the actual device was evaluated. Results code: no failure detected. The device passed electronic quality control. The device also passed liquid quality control testing - act results with level 1 and level 2 controls were nearly identical when assayed with retained samples from the same lot of act+ test devices used. Conclusion codes: unable to confirm complaint. No failure detected; device operated within specification.

Event description:
Follow-up #1.

Manufacturer narrative:
This MDR references accriva diagnostics complaint number (B)(4). The child case (B)(6) references the jact+ lot that was used in the procedure. Method code: actual device not evaluated, process evaluation performed, results code: no results available since no evaluation performed, result are pending completion of evaluation. Conclusion code: conclusion not yet avalaible evaluation is in progress. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported unexpectedly low act result using a hemochron signature elite and act+ system during a cardiovascular procedure. The target act range was 250 to 350 seconds. After 9000 units of heparin was given, a whole blood sample was assayed and the act+ result was 412 seconds. A subsequent act+ result was 158 seconds which was unexpectedly low. No complications occured during the procedure. Prior to the procedure, the instrument involved successfully passed both electrical and liquid quality control tests. No other medical complications were reported.